Manufacturer narrative:
Device was used for treatment, not diagnosis. There was no reported patient involvement associated with the reported event. Device is an instrument and is not implanted/explanted. (B)(6). A manufacturing investigation was performed for the subject device. During manufacturing investigation it was observed that hand wheel component, 50136596, was broken off at the laser welded seam where it was connected on the connecting bolt, component 50136595. The connecting bolt 50136595 is designed to hold the male and female part of the hex coupling together by tightening to ensure full engagement. The damage at the male part of hex-coupling on component threaded bolt 50136464, wrench size 7 mm (sw7-f8), was caused by insufficient tightening of connecting bolt 50136595. During use, connecting bolt 50136595 became loose and the damaged hex coupling starts to spin. Force has been transferred from the hex coupling over the connecting bolt 50136595 to the hand wheel 50136596 where finally the laser welding seam cracked and the hand wheel broke off of the connecting bolt 50136595. During manufacturing investigation, all relevant and significant characteristics including dimensions and threads were checked. All checked characteristics are within the specifications it has been determined that mishandling was leading to malfunction of synex spreader f/mis. A device history record review was performed for the subject device lot/serial number (B)(4). Manufacturing location: synthes (B)(4). Manufacturing date: aug 12, 2014. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was initially reported that the knurled screw had loosened from the shaft of the synex spreader for minimally invasive schanz screw system (low profile parallel distractor). There was no reported patient involvement associated with the event. The event was initially determined to be non-reportable. Upon investigation of the returned subject device it was discovered that the hand wheel component was broken off and missing. Based on this observation, the condition was reevaluated and determined to be reportable on (B)(6) 2016. This report is 1 of 1 for (B)(4).